Manufacturer narrative:
(B)(4). Returned meter evaluated with on defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction. User had high glucose value.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting in the morning range from 120 to 150 mg/dl. Customer feels weak and observed symptoms of dizziness and nervousness. Medical intervention sought due to observed symptoms. Pt's blood glucose at hospital was 548 mg/dl using undisclosed device. Back to back blood test two hours after meal performed during call ((B)(6) 2015; 11:26am) with results of "hi" and "hi". Verified storage of test strips is within spec since they are kept in bedroom. Test strip lot MFR's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6); 10:54am - "hi"; (B)(6); 10:51am - "hi"; (B)(6); 10:50am - "hi"; (B)(6); 8:08am - 481 mg/dl (fasting); (B)(6); 11:45am - 277 mg/dl; (B)(6); 8:20am - 273 mg/dl. Customer was also admitted to the hospital.